Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient had been released from the hospital on (B)(6) 2018 and was requesting for assistance with pd treatment on the cycler. Additional follow-up revealed the patient was hospitalized on (B)(6) 2018 due to hypotension and was discharged (B)(6) 2018. Per patient contact the patient had pre-existing issues with hypertension and was prescribed medication to control his blood pressure. The patient contact stated the patient¿s blood pressure dropped down to 52/42. After discharge the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler. Medical records were requested.

Manufacturer narrative:
Correction: on initial is (B)(6) 2018.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient had been released from the hospital on (B)(6) 2018 and was requesting for assistance with pd treatment on the cycler. Additional follow-up revealed the patient was hospitalized on (B)(6) 2018 due to hypotension and was discharged (B)(6) 2018. Per patient contact the patient had pre-existing issues with hypertension and was prescribed medication to control his blood pressure. The patient contact stated the patient¿s blood pressure dropped down to 52/42. After discharge the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler. Medical records were requested.

Manufacturer narrative:
Conclusion: based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. A supplemental medwatch report will be submitted upon completion of the investigation.